Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and was admitted in hospital. The customer also reported that the pump went off, which caused the episode of high blood glucose and the drive support cap was also found to be loose. Troubleshooting was not performed and it was unknown whether the customer used the insulin pump within 48 hours of the episode. It was also unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The pump was received with a completely detached end cap. The pump passed the stop (idle) current test, run current measurement test, self test, and off no power alarm test. Motor error alarm during the rewind test was due to corroded motor home switch. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test a21 error test and the dat due to detached end cap/motor error alarm. The pump powered up properly after the test battery was installed. The pump was monitored for 2 days. No blank display noted during testing. The following were noted during visual inspection: cracked display window, cracked case at display window corner, cracked battery tube threads, scratched case, cracked belt clip slot, missing end cap sticker, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data available on the event date 09-aug-2023 in the pump history file. Unable to list boluses, daily totals detail, or pump suspend on the event date 09-aug-2023 in the pump history file due to no data available. Please see below for the pump alarm(s) noted 1 week prior to the event date 09-aug-2023 in the pump history file. (B)(6) 2023 01:01:00 low battery (B)(6) 2023 03:32:21 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 2023 03:32:30 alarm #70 - alrm_encoder_err - bad encoder (B)(6) 2023 03:38:06 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 2023 03:38:13 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 2023 03:38:27 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 2023 03:39:00 alarm #55 - alrm_bad_battery - batt test failed - the battery inserted on a battery change is weak. (B)(6) 2023 03:40:00 alarm #55 - alrm_bad_battery - batt test failed - the battery inserted on a battery change is weak. (B)(6) 2023 03:40:40 alarm #55 - alrm_bad_battery - batt test failed - the battery inserted on a battery change is weak. (B)(6) 2023 03:43:07 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 2023 03:43:29 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 2023 03:44:20 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 2023 03:45:20 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 2023 03:45:50 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. (B)(6) 202310:22:47 alarm #3 - alrm_time_reset - batt out limit - the time was reset to defaults unable to test for motor error alarm due to detached end cap. E70 alarm was confirmed in the pump history file. Rewound the pump, and then the pump alarmed motor error. Motor error alarm during testing and e70 were confirmed due to corroded motor home switch. The test battery was removed and reinserted with no battery test failed alarm or battery out limit alarm noted. No low battery alarm noted during testing. Motor error alarm confirmed. E70 alarm confirmed. Batt test failed alarm not confirmed. Batt out limit alarm not confirmed. Low battery alarm not confirmed. Visual inspection was performed on the electronic assembly and found moisture damage on the lcd board. No damage noted on the mother board, interface board or rf board. Unable to complete the functional testing due to detached end cap. Unable to confirm alleged high bgs. Blank display not confirmed. Loose drive support cap not confirmed; however, a detached end cap (confirmed) was found during visual inspection. Cosmetic damage confirmed (detached end cap and cracked reservoir tube lip) and other cosmetic damage was noted. Motor error alarm confirmed. E70 alarm was confirmed in the pump history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.